Manufacturer narrative:
Patient city: (B)(6), patient country: slovakia.

Event description:
Reference number (B)(4). Event occurred in slovakia. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The infusion set was leaking at the tubing. The infusion set had been in use for one day. No further information available.